Manufacturer narrative:
Therapy date: unknown. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to pain, pseudotumor, elevated metal ions.

Event description:
Investigation results have been updated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information, investigation has been updated. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient was implanted in 2007 on the right hip side with a metasul ldh head and metasul durom acetabulum component. The patient was revised on (B)(6) 2018 due to pain and elevated cobalt level in the blood. During revision, a pseudotumor was detected. Review of received data: no medical data such as x-rays or surgical notes have been received. User report: in the user report, it is stated that the cobalt ion level in the patient's blood would be with a value of >50ng/l elevated. Mhra published an updated a device for follow-up of patients which states there is no agreed threshold for blood values levels that either predict outcome, or mandates revision. Decisions to revise are influenced by patient factors, blood metal ion levels, image findings, and implant type and position. Blood metal level test are recommended in all patients having a mom hip replacement. Blood metal levels 7ppb (119 nmol/l cobalt (= 7 ug/l (ppm)) or 134.5 nmol/l chromium) in one or both metals, indicates the need for closer follow-up and cross-sectional imaging. The cobalt ion level in the patient's blood would be with a value of >0.05ug/l very low. As no lab reports have been received, it must be assumed that a wrong unit has been reported. - the zper states that the cup was removed without difficulty or loss of bone substance. Devices analysis: visual examination: the metasul ldh head and head adapter, the durom acetabulum component as well as three screws and screw plates have been returned for an investigation. Review of product documentation: visual examination: the metasul ldh head and head adapter, the durom acetabular component as well as three screws and washers have been returned for investigation. The entire articulation surface of the metasul ldh head shows numerous fine and some coarser scratches. Inspecting the articulation surface with a low power microscope showed an area with dense parallel scratches. On one side of the head¿s articulation surface there are some spots and lines that could possibly be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al. There is nothing to report about the inner surface of the head. Damage, most probably deriving from revision surgery could also be observed on the head. On the inner surface of the head adapter, surface changes due to fretting corrosion as well as probably some organic deposits can be recognized. The outer surface of the head adapter is inconspicuous. The durom acetabular component shows some remains of bone attachments on the anchoring surface. Inspecting the cup¿s articulation surface by naked eye as well as with a low power microscope, numerous fine scratches and several coarser scratches are seen. There also seem to be some spots and lines that could possibly be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al. In one location of the cup¿s rim some smeared material could be detected. The inner and outer edge of the cup¿s rim is damaged, most probably from revision surgery. There is nothing to report about the screws and washers (figure 12). Wear measurement: the wear measurements of the articulation surfaces of the metasul ldh head and the durom cup were carried out on a 3d measuring machine. The total, linear wear value for the head is 6.5 m which results in an annual wear rate of 0.6 m. For the cup a clear wear zone could not be identified and therefore a wear value could not be determined. However, the measured diameter is still within the manufacturing tolerances. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing [2]. Conclusion summary: it is reported that the patient was implanted in 2007 with a metasul ldh head and durom acetabular component. The patient was revised after approximately 11 years due to pain and elevated cobalt levels. The ansm user report states that the patient¿s cobalt elevated levels are >50 ng/l. The report does neither state the actual measured cobalt level nor does it mention whether this value was measured in the patient¿s blood, urine or synovial fluid. A value of 50 ng/l is very low when compared with the values available in literature measured for well-functioning mom prostheses. During revision, a pseudotumor was detected. As there is no histological report at hand, the reason for the development of the pseudotumor and a potential relation to the prosthesis remains unknown. The appearance of the articulation surfaces did not point to abnormal wear, e.g. Rim loading. For the head, compared to, the wear value seems to be normal and on the cup a clear wear zone could not be identified. The cup¿s measured diameter is within the manufacturing tolerances. On the inner surface of the adapter surface changes due to fretting corrosion can be seen. The reason for the surface changes on the head adapter cannot be determined based on the current available data, but its cause is multifactorial. The conditions of mounting of the large diameter head with its head adapter on the stem taper e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) are factors that influence the quality of the taper connection. As the surgical report of implantation is not available, it is unknown if the steps of the surgical technique for the assembly of the head with its head adapter on the stem were followed. The dense parallel scratches seen on the metasul ldh head and the smeared material on the cup¿s rim, could possibly point to a subluxation situation. However, as the complete x-ray follow-up and/or the patient¿s medical history are not at hand this situation stays unknown. Further, without any information at hand it stays unknown why the screws and washers were implanted and their association with the mom prosthesis. Based on the retrieval investigation and the received information it is unknown as to what extent, if any, the above mentioned phenomena contributed to the reported reason for revision. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient was implanted in 2007 on the right hip side with a metasul ldh head and metasul durom acetabulum component. The patient was revised on (B)(6) 2018 due to pain and elevated cobalt level in the blood. During revision, a pseudotumor was detected. Review of received data no medical data such as x-rays or surgical notes have been received. User report was received and reviewed. Devices analysis - visual examination: the metasul ldh head and head adapter, the durom acetabulum component as well as three screws and screw plates have been returned for an investigation. The entire articulation surface of the metasul ldh head shows numerous fine and some coarser scratches visible to the naked eye. There are deformations at the outer edge of the rim, which could have occurred during revision. On the inner taper surface of the metasul ldh head no deformation can be observed. On the articulation surface there also seem to be some spots and lines that could possibly be ascribed to electrosurgery. Inspecting the articulation surface with a low power microscope, showed an area of dense parallel scratches. These scratch pattern could also be detected on the articulation surface of the durom cup close to the bevel. On the inner taper of the head adapter, surface changes due to fretting corrosion as well as probably organic deposits can be recognized. The durom acetabular component shows some remains of bone attachments on the anchoring surface. There are deformations at the inner and outer edge of the rim, which could have occurred during revision. Inspecting the articulation surface by naked eye as well as with a low power microscope, numerous fine scratches and several coarser scratches are visible. There also seem to be some spots and lines that could possibly be ascribed to electrosurgery. Moreover, some smearing at the rim could be detected. However, there are no signs of rim loading. No conspicuousness could be detected for the screws and screw plates. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary it is reported that the patient was implanted in 2007 with a metasul ldh head and metasul durom cup. The patient was revised after approximately 11 years due to pain and elevated cobalt level in the blood. During revision, a pseudotumor was detected. No x-rays have been received, therefore the implant's positioning remains unknown. It remains unknown, how the screws have been implanted into the patient's body. As there is no histological report available, the reason for the development of the pseudotumor and a potential relation to the mom implants remains unknown. The conditions of mounting of the large diameter head with its head adapter on the stem taper e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) are factors that influence the quality of the taper connection. As the surgical report of implantation is not at hand it is unknown if the steps of the surgical technique for the assembly of the head with its head adapter on the stem were followed. According to the surgical technique valid at the time of implantation the assembly of the head adapter on the metasul ldh large diameter head is done outside the operative field. Using the provided instrumentation (metal base plate, plastic assembly inlay, impactor handle and its assembly attachment) the head adapter should be first assembled on the metasul ldh head by means of a firm and strong impact with a heavy mallet, preferably heavier than 500 g. Then the stem taper is cleaned and dried. The femoral head is positioned on the stem taper while carrying out a slight rotation movement and then mounted with a soft impact onto the impactor tool. A comprehensive investigation into the experiences of users of durom/metasul systems in the EU was conducted (CAPA cp00000620). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the metasul cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the revisions for corrosion at the stem/taper adapter, lack of bone ongrowth of the cup, loose cups, pain, osteolysis, and milky fluid in the joint space was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. Visual examination of the received retrievals showed surface changes due to fretting corrosion on the inner surface of the head adapter. The durom cup shows numerous fine scratches on the articulation surface. The areas of dense parallel scratches which could be found on the metasul ldh head as well as on the durom cup, could point to a subluxation situation. This could be favoured by a too steep inclination angle. However, as no x-rays have been received, the positioning of the implants could not be analysed. Based on the retrieval investigation and the received information it is unknown as to what extent, if any, the above mentioned phenomena contributed to the reported reason for revision. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.